Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a pairing failure when attempting to connect a dexcom g6 transmitter and sensor to the ilet, after which a restart of the pump enabled successful pairing and sensor warmup, and the user entered a fingerstick value of 212 mg/dl into the pump. Symptoms included hyperglycemia as evidenced by the fingerstick value. Outcomes included restoration of cgm pairing and continued therapy after a device restart. Investigation included customer support troubleshooting and education, including instruction to restart the pump. Investigation of this case revealed that a transient communication or software pairing issue between the ilet and the dexcom g6 resolved with a device restart, consistent with known pairing failure behaviors. It was concluded, based on previously established findings for similar reports, that the cause was a temporary device communication fault that was corrected by user-initiated restart.